Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was a software issue with the system, but the inaccuracy could not be replicated. The software failure was resolved by the field service engineer. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(6) (rep, hcp): medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon felt inaccurate during the surgery. They registered and were navigating properly until after being in the case for a while the surgeon voiced her feeling of being inaccurate. She did not give details of her inaccuracy. When asked, the surgeon said it was a few mm of on the later nasal wall. Navigation was aborted. There was no patient impact reported and no delay to surgery.